Event description:
Healthcare professional reported left side "microcystic changes, multiple undulations, periprosthetic laminar fluid, capsular contracture (baker grade unknown), slight detachment of the left capsule, lymph nodes with impregnation of prosthetic material." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade unknown", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic laminar fluid", "capsular contracture (baker grade unknown)", "slight detachment of the left capsule", "lymph nodes with impregnation of prosthetic material."